Event description:
It was reported that a device alarmed for system error 322. There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the system error 322 during testing, but was found during review of the history log. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.